Event description:
On (B)(6) 2019, a device replacement procedure of the subject pacemaker was performed. On pre-procedural pacemaker check, high impedance on the non-microport atrial lead was measured in bipolar (1800 ohms), while a normal values was measured in unipolar (390 ohms). Reportedly, the atrial lead impedance had shown a steep increase at some point in the past. However, when the atrial lead was tested by a pacing system analyzer (psa) after being disconnected from the subject pacemaker, the atrial lead impedance was measured at around 400 ohms. Because of the above difference in the atrial lead impedance measurements between the pre-procedural pacemaker check and intra-procedural lead test by the psa, the physician requested analysis of the lead connection system of the subject pacemaker.

Event description:
On (B)(6) 2019, a device replacement procedure of the subject pacemaker was performed. On pre-procedural pacemaker check, high impedance on the non-microport atrial lead was measured in bipolar (1800 ohms), while a normal values was measured in unipolar (390 ohms). Reportedly, the atrial lead impedance had shown a steep increase at some point in the past. However, when the atrial lead was tested by a pacing system analyzer (psa) after being disconnected from the subject pacemaker, the atrial lead impedance was measured at around 400 ohms. Because of the above difference in the atrial lead impedance measurements between the pre-procedural pacemaker check and intra-procedural lead test by the psa, the physician requested analysis of the lead connection system of the subject pacemaker.